Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9, h3 - the device was initially reported as returning for analysis but has now been reported as not returning.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a proglide device after a transcatheter aortic valve implantation (tavi) interventional procedure using an 8f sheath. Reportedly, the suture threads were not fixed in one of the needles when removing the plunger and remained stuck in the device [anterior cuff miss]. An additional proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was confirmed with an observed link separation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation determined that the reported needle to cuff miss and unexpected medical intervention appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Subsequent to the previously filed report, it was found that this is a duplicate event which was previously filed under another report reference number. B3 correction: procedure date changed from (B)(6) 2023. D1 correction: brand name updated. D2a correction: common device name updated. D3 correction: name, address updated. D4: lot# updated from 2062741 to 1121641. D9: device available for evaluation updated to yes. H6: type of investigation code 10 added. H10: related report number added.